Event description:
It was reported that the product is missing the expiration date and lot number, the part where this information normally is, is blank. No patient involved.

Manufacturer narrative:
The device, intended to be used in treatment, has been returned and evaluated. The returned carton confirmed that the expiration and lot details were missing, establishing a relationship with the reported event. The root cause remains undetermined. Further information requests for the lot number, contained on the inner pouches was not provided. Probable cause includes missed quality check, or a packaging printing error. A review of the associated batch manufacturing records could not be carried out as no batch/lot number was provided. A complaint history review found this to be an isolated event, at this time no further action is required. Smith + nephew will continue to monitor for any adverse trends relating to the reported allegation.